Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at ww headquarters by the investigation team. The patient was re-implanted with a new device. Additional information has been requested from the field. From the derf we know that the electrode array partially present outside of the cochlea.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. This external mechanical impact could have led to a weakening of the fixation and a migration of the active electrode. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The explanted device was received at the manufacturer. The patient had been re-implanted on (B)(6) 2016. Additional information has been requested from the field but nothing further has been received. As per the device explantation report, the electrode array was partially outside of the cochlear. Information on the implant registration card indicated that full insertion was achieved at implantation.